Event description:
During patient use the waveform went wrong and the device alarmed df99.0440 without any user interaction. The nurse replaced the device with another ventilator. No patient injury was reported.

Manufacturer narrative:
The affected device was analyzed by dräger service and the error log of the affected savina was provided for the investigation. The solenoid magnet valve was found to be the root cause of the reported problem. The error log contains the reported device failure which means that the device performed a restart due to a prolonged period of high airway pressure. The device reacted as specified by generating an alarm and performing a restart in an attempt to solve the issue. During a restart the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
During patient use the waveform went wrong and the device alarmed df99.0440 without any user interaction. The nurse replaced the device with another ventilator. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.